Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification was received on 12/6/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient woke up with dizziness, a headache, sore muscles, and was generally ¿not feeling well¿. The patient's cgm was reading 200 mg/dl and she had not been hearing any alerts or alarms from her cgm device due to the inaccurate readings. However, before the patient could do a comparison fingerstick, the patient fell and lost consciousness. She regained consciousness and felt low but before she could obtain orange juice, she passed out again. The patient was found by a family member who called for an ambulance. The patient was transported to the hospital. Staff checked her bg with a glucometer in the emergency room, but she did not know the value. The patient was treated with an unspecified IV, robaxin, and tylenol. The patient also had a CT scan done, which was "normal". The patient was discharged home after approximately 12 hours. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 11/08/20203. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient woke up with dizziness, a headache, sore muscles, and was generally ¿not feeling well¿. The patient's cgm was reading 200 mg/dl and she had not been hearing any alerts or alarms from her cgm device. However, before the patient could do a comparison fingerstick, the patient fell and lost consciousness. The patient was found by a family member who called for an ambulance. The patient was transported to the hospital. The patient was treated with an unspecified IV, robaxin, and tylenol. When the patient regained consciousness, she realized she was in the hospital and it was the next day after the event occurred. It was reported that the patient did not know what her cgm and bg values were at home during the time of the event but was informed that a fingerstick of 280 mg/dl was taken by a nurse while she was unconscious. It is unknown what the cgm was displaying during that time. The patient was discharged home on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient woke up with dizziness, a headache, sore muscles, and was generally ¿not feeling well¿. The patient's cgm was reading 200 mg/dl and she had not been hearing any alerts or alarms from her cgm device. However, before the patient could do a comparison fingerstick, the patient fell and lost consciousness. The patient was found by a family member who called for an ambulance. The patient was transported to the hospital. The patient was treated with an unspecified IV, robaxin, and tylenol. It is unclear when the patient was discharged home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).